Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns, however the serial number and device manufacturer data is no information (ni) since customer is unable to provide the information. Bedside monitor: model #: bsm 6000 w/ qi-420pa wlan station, serial #: ni, device manufacturer data: ni.

Event description:
The biomedical engineer (bme) reported that they discharged the patient and moved the patient to another room, however when they did this, the bedside was showing communication loss at the cns. The bme asked nihon kohden technician if there was a way to get patient data back and nk technician told the bme that the data is lost since the bedside was showing communication loss on the cns, no data was being recorded. The bme reported that they replaced the unit with another one. No patient harm was reported.